Event description:
Note: this report pertains to the second of two devices used during the same procedure. Associated manufacturer report #3005099803-2011-01890 pertains to the other device. It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, during placement of the second leg assembly, the physician experienced difficulty suturing, and the lead suture would not catch in the capio cage. The capio device was removed from the patient and cleaned, and as it was being handed back to the physician, it was accidentally dropped onto the floor. The physician subsequently got a stand-alone capio open access suture capturing device, and again the lead suture would not catch in the capio cage. The physician then got a second stand-alone capio open access suture capturing device, and it worked for the deep throws, but then would not catch the needle with the lateral throw. On the third throw, during placement of the last leg assembly, the physician experienced difficulty pulling the suture through the tissue, and about two centimeters of the suture detached, with the needle at the end. The suture detached near the introitus, outside of the patient, and was captured inside the capio cage. The affected mesh leg was then cut off, and a third stand-alone capio open access suture capturing device was used with a stand-alone capio suture (exact type unknown) to complete the procedure, with no complications to the patient, who is reportedly fine.